Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2019) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, d.6a (date of implant), g1, g3, g4, g6, h2, h4, h6, h10. This supplemental emdr represents the 3dmax mesh (device 2). Additional supplemental emdrs were submitted to represent the perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2011- patient was diagnosed with right direct inguinal hernia, thereby underwent open repair with implant of perfix plug (device 1). Per op notes, ¿a direct hernia was identified in right inguinal region and was reduced. A perfix plug (device 1) was placed into the defect and the patch was anchored to the pubic tubercle and sutured¿. On (B)(6) 2019- patient was diagnosed with recurrent right inguinal hernia, thereby underwent robotic assisted laparoscopic repair with explant of perfix plug (device 1) and implant of 3dmax mesh (device 2). Per op notes, ¿scar tissue and mesh from previous hernia repair was noted. The perfix mesh (device 1) was found as a crumbled ball on the medial side of inguinal ring which was then excised. A 3dmax mesh (device 2) was placed over the hernia defect and sutured¿.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol 3dmax mesh and perfix plug on (B)(6) 2011 and/or (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.